Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis and functional testing. Instead, a 0.014 guidewire was used for the wire insertion test. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both ends of the device and encountered no difficulties. Product analysis did not confirm the reported event, because the guidewire passed through the device with no resistance or issues. However, clinical circumstances could not be replicated.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for for dilatation. However, after deflation, the balloon catheter was tried to move but the non bsc guidewire and balloon moved together. The device and the guidewire were removed manually and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, after deflation, the balloon catheter was tried to move but another manufactures guidewire and balloon moved together. The device and the guidewire were removed manually and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.